Manufacturer narrative:
Investigation results were made available. D11: concomitant medical devices: zimmer mmc, cup, uncemented, 58 mm/50 mm, code p, ref# 01.00634.058, lot# 2522494. Alloclassic sl stem 4 12/14, ref# 2844, lot# 2526270. Metasul ldh, head, 50, code p, taper 18/20, ref# 01.00181.500, lot# 2417576. The following reports are associated with this event: 0009613350-2017-01495, 0009613350-2017-01496, and 0009613350-2017-01498. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: elevated metal ions/pain. Review of event description: it was reported that a patient was implanted with a zimmer biomet mom hip on (B)(6) 2010 on the right side and revised on (B)(6) 2016 due to chronic pain and elevated metal ion levels. Review of received data: primary surgery report dated (B)(6) 2010: pre-op diag.: right displaced neck fracture. Operation: zimmer mmc cup along with metasul ldh and alloclassic sl stem were implanted without any observed problems. Revision surgery report dated (B)(6) 2016: pre-op diag.: failed right tha, chronic pain. Operation: copious amount of fluids appeared to be turbid sent for analysis including metal ion cell count and levels. Bone loss at the proximal femur and grayish coloured tissues. Complete synovectomy performed. Necrotic bone debrided down to healthy bleeding bone. Femoral component was still intact. The acetabular component was thoroughly debrided and found still intact. Biomet dual mobility 50mm size hpe liner insert with metal femoral head 28mm +3.5 neck length were put in place. Excellent stability achieved through range of motion. Visual examination: on the articulation surface of the metasul ldh head there are numerous fine and some coarse scratches. The latter can be attributed to the revision surgery. Organic deposits are visible on almost the entire articulation surface. A low power microscope investigation revealed some areas with dense parallel scratches and some indentations close to the equator. The head adapter is still mounted on the head. On the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. Wear measurement: the mmc cup (the articulation counterpart of the metasul ldh head) was not revised and thus not at hand for investigation. Therefore a wear measurement was not performed. However, the appearance of the articulation surface of the head does not point to abnormal wear. Root cause analysis: root cause determination using dfmea for acetabular components and head: increased wear due to clearance too small ¿ rim loading. Possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to clearance too large. Possible: no x-rays were returned for the investigation, therefore cannot be excluded. No self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Increased number of wear particles due to chemical corrosion. Possible: the product was not available for investigation, therefore cannot be excluded. Reduced rom, increased wear due to component malpositioning. Possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to component mismatch (wrong size). Not possible: the product combination was approved, correct sizes were used increased wear due to component damaged during operation - scratches on articulation surface. Possible: proper handling of components during surgery is out of zimmer biomet control. Increased wear due to wrong pairing due to missing "metasul" sticker. Not possible: pairing was correct. Root cause determination using rmw for alloclassic stem: metalosis, aseptic loosening of stem due to excessive wear due to micromotion in taper connection (fretting). Possible: no devices were returned to confirm, therefore cannot be excluded. Conclusion summary: patient underwent revision surgery of the mom thr due to elevated metal ions and chronic pain. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The review of the surgical reports indicate that the mmc cup and the alloclassic stem were left inside during the revision surgery due to being found intact. Surgeon implanted an arcomxl dual bearing and a metal femoral head. Revision report indicates the turbid fluid appearance, however, there is no confirming medical data regarding the elevated metal ions. Since the mmc cup was not received any wear/corrosion phenomena cannot be confirmed. Possible causes of the reported event include increased wear due to too small clearance, chemical corrosion, too large clearance, component malpositioning or damaged component during operation. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data like x-rays and all explants for the investigation. Moreover, the combination of mmc cup and the arcomxl liner preferred by the surgeon in the revision surgery is not allowed by zimmer biomet. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul ldh, head adapter, l, +4, taper 12/14-18/20 on (B)(6) 2010 and the patient underwent revision surgery on (B)(6) 2016 due to chronic pain and elevated metal ion levels.